Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a loose drive support disk. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 301 mg/dl at the time of incident. The customer will be sent a replacement. The insulin pump will not be returned for analysis.